Event description:
3/25/98-reporter reported that the dr threaded the catheter into the pt's pleural cavity and was absent of pleural effusion, could not aspirate fluid. A second tray was used and fluid was removed from the pleural cavity.